Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.50 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure while inside the patient, the stent came off the balloon. Another stent was advanced to dilate the stent and tucked it off against the vessel wall and the procedure was completed. No patient complications were reported and the patient's status was fine.